Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the both reservoir and infusion set. The customer¿s blood glucose level was 288 mg/dl. The customer stated that they noticed air bubbles during therapy and the location of air bubbles was reservoir and tubing. Approximate size of air bubbles was around 3 or 4 inch. The reservoir will not be returned for analysis.